Manufacturer narrative:
The investigation is still ongoing. The conclusion will be available in the final report.

Manufacturer narrative:
The inspection of the bed and the test performed showed that the short circuit on the left safety side could be the reason for the reported unintended lowering of the bed platform. The review of the service records revealed that the panel was not replaced before, which would suggest that the wire failure (from the safety side) could be related to normal wear and tear of the component. To sum up, the arjo device failed to meet its specification since the unintended movement of the bed occurred. There was no indication regarding the patient involvement. This complaint is deemed reportable following a report of unintended movement.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
The arjo technician reported unintendent movement of the bed. It was first observed during performing the quality check of the equipment. As it was described, bed was being lowered itself, without pressing any buttons on the control panel. No patient involvement, no injuries. No allegations were claimed by the customer.